Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunctions identified during the device evaluation is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a small cut on the cable and the cable leak test failed. There was no patient involvement.